Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and performed functional tests on the x3 device; all measurements taken were within range. ECG and spo2 measurements were stable. There were no occurrence of any unstable ECG readings, and the device was returned back to the user. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed but could not be ruled out as occurring at the time of the reported issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the electrocardiogram (ECG) monitoring waveform was not stable. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.